Manufacturer narrative:
One device was returned for investigation. It was reported that shipped to the depot regarding a barrel clamp issue. The alarm history was reviewed confirming the customers¿ complaints. The pumps barrel clamp pot was damaged and replaced. In addition, the right plunger case was replaced due to cracks. The pump was recalibrated and tested passing all performance verification testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported before infusion that the syringe pump not recognizing barrel size. There was no patient involvement and harm.